Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results:bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for molding defect with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the root cause / potential root cause for the sharp rim of the holder was determined to be foreign matter inside the gate of the mold, leading to gate stub on the product.

Event description:
It was reported that the rim of the holder bd eclipse¿ blood collection needle with luer adapter is sharp. Unpleasant for the patient. No serious injury or medical intervention reported.